Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving clonidine (30.5 mg/ml at 24.1 mg/day), bupivacaine (30 mg/ml at 23.74 mg/day), and morphine (24 mg/ml at 19 mg/day). The indication for use is spinal pain, non-malignant pain, and complex regional pain syndrome. The hcp had reported that they were not sure if the patient had a granuloma. It was noted that nothing had been done to confirm a granuloma. Further follow up was done to determine if the granuloma had been confirmed, if any diagnostics had been done, the event date, the cause of the event, and if any actions/interventions had occurred.